Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited noise on a remote monitor transmission. Patient was brought into the office and the device was interrogated which revealed the lead was oversensing on a non-sustained episode. The lead was capped and replaced. No patient complications were reported as a result of this event.